Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported poor coupling with recharging. A reposition antenna screen was seen and repositioning the antenna did resolve the coupling issue. The patient was able to get more boxes. When the patient moves, the coupling boxes all go away. It was reported that the patient was able to get all the boxes after doing an antenna locate (al). The patient mentioned that they didn't feel stimulation but it was clarified by the wife that the stimulation was not turned on and stimulation was not expected when the device was not turned on. It took two people to charge the implantable neurostimulator (ins). It was noted that the antenna and ins were big so the patient didn't understand the problem with maintaining coupling. The recharging belt was too hard to buckle and could be ornery and not stay buckled. The belt did not stay tight was not keeping the antenna in place and thus the antenna moved. Any small antenna movement caused them to lose the connection. The patient suggested having the antenna being put on a belt and the belt having a velcro closing. It was also noted that the light on the recharger screen turned off too soon to see the coupling bars. They also suggested having a bigger bag to carry their recharger, antenna, and programmer as well as a light button on the recharger. The patient was in the process of requesting their ins be removed and replaced with a non-rechargeable one. Recharging was too much trouble. No symptoms were reported. The patient was indicated for spinal pain.